Event description:
It was reported that the patient with this pacemaker had an infection. There were no additional adverse patient effects reported. The pacemaker remains in service. Additional information indicates that the pacemaker was explanted due to infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had an infection. There were no additional adverse patient effects reported. The pacemaker remains in service.